Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic disturbance requiring hospitalization and is consistent with the reported admission and treatment with IV insulin. Review of the reported information indicates the user received an occlusion alert, after which insulin delivery was interrupted, manual insulin was administered, and infusion set supplies were changed; however, blood glucose levels continued to rise prior to hospitalization. No device malfunction was alleged. A follow-up MDR will be submitted if additional information becomes available or if evaluation of returned components provides additional findings.

Event description:
On 15-dec-2025, it was reported that the user experienced hyperglycemia with blood glucose (bg) levels of 500 mg/dl following interruption of insulin delivery. The user was hospitalized on (B)(6) 2025 where the user was treated with IV insulin and discharged on (B)(6) 2025. No long-term health effects were reported.